Event description:
The customer alleged that he performed a control test and received a result of 200 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The customer had disposed of the test strips so further troubleshooting was not possible. No product will be returned for evaluation.